Event description:
During follow-up, loss of capture on the left ventricular (lv) and phrenic nerve stimulation was noted. Diagnostic imaging was performed and was inconclusive. Reprogramming was performed to resolve the issue. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, loss of capture on the left ventricular (lv) and phrenic nerve stimulation was noted. Diagnostic imaging and measurement of electrical parameters are anticipated. The patient was in stable condition.